Event description:
A us distributor contacted zoll to report that the patient developed a blister from the ucor hfams patch. Patient described the area as burning under patch adhesive. There was no alleged device malfunction contributing to the blister. The patient's physician recommended temporary removal of the patch due to the blister. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.